Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised to revert to multiple daily injections as backup therapy and technical support arranged for a replacement pump to be sent. The customer was provided with instructions to return the problematic pump within 10 days, ensuring proper procedures for storage and shipment were understood. Additionally, the customer was instructed to program settings and connect their cgm to the replacement pump.